Manufacturer narrative:
Device evaluation: the graphical user interface (gui) printed circuit board (pcb) and two backlight inverter pcbs were returned to medtronic¿s failure analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. A visual inspection was performed on both backlight inverter pcbs and no anomalies were observed. The reported issue could not be duplicated; the two backlight inverter pcbs had been replaced as a precaution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the 840 ventilator display had squiggly lines on the graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the gui printed circuit board (pcb). The ventilator passed all testing and operated within the manufacturing specifications.